Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a falsely depressed total prostate specific antigen (tpsa) result that was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the sample 1 (s1) mixer, sample probe 1 (sp1) and reagent probe 1 (rp1). Then, the cse ran an auto-alignment and service method tests, which passed. The cause of the falsely depressed tpsa result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension vista 1500 instrument. The same sample was reprocessed on two alternate dimension vista 1500 instruments. The repeat results were higher than the erroneous result and matched the patient¿s clinical picture. The second repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tpsa result.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on 13-mar-2024. Additional information (24-apr-2024): in addition to the service activities provided in the initial report, the customer service engineer (cse) replaced the reagent 1 (r1) mixer and cleaned and aligned the aliquot probe. The cse also aligned the photometer and ran an instrument quick check, which passed. Siemens further evaluated the event and concluded that calibration was acceptable and photometer misalignment and the malfunction of the sample 1 (s1) and r1 mixers potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.